Event description:
Pt was placed on heart bypass and ECMO in the or and readied for transport to picu. When the ECMO pump was unplugged from ac power, it failed due to extreme battery discharge. Pt injury prevented by hand cranking pump until reaching the picu. It has been determined that the battery charging module is at fault by reporting that the batteries were charged when actually totally discharged. This is the third ups charging module failure at this facility this year and units are less than one year old. Another factor is that this error may be found by an operator. But it is very confusing. "Ups warning" appears on page 1 of the display, yet "battery voltage 100%" and "extreme discharge" messages appear on page 4 of the display simultaneously. "Ups warning" can also appear for other reasons such as a reminder for battery testing. There appears to be a chronic problem with the module and rptr feels this certainly needs quick resolution.